Event description:
(B)(6): customer reports via phone that staff were attempting to perform an undetermined urology procedure when the system fluoro failed. Staff moved the pt to another room where physician completed the procedure without further incident. Customer provided no other procedural or pt information other than to state pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) found the generator was giving error 12, no x-ray, and troubleshot to the small filament on the x-ray tube. Fse confirmed small filament was bad, and replaced the tube. Fse calibrated and checked operation according to service checklist (B)(4). Unit passed checkout procedure and was returned to service.